Manufacturer narrative:
A ge service rep instructed the customer over the phone to reboot the system. The error message displayed again, and it was determined that an fse needed to go onsite to evaluate the system. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.

Event description:
The customer reported that the system displayed a tracking inactive error message. No pt injury was reported.